Event description:
It was reported that, "surgeon trialed components. Surgeon wanted to trial a different thickness tibial insert. He used an osteotome to detach the trial tibial insert from the trial tibial baseplate and when it was removed, a small portion of the trial insert had separated. The piece was recovered and the procedure continued without incident."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.